Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage between tnt tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to duplicate or confirm the customer's indicated failure mode. Potential root causes can be a scoring of the inner tube if a needle was inserted into the tube, incorrectly seated inner tube, or a plastic molding defect at the gate of the inner tube.

Event description:
It was reported that 2.7 ml, 13 x 75 mm bd vacutainer® citrate tube leaked between tnt tube. There was no report of injury or medical intervention.